Manufacturer narrative:
Medical device lot #: 8056497 was reported but is not valid for this product. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked after retraction. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: received a 22ga iag bc catheter adapter assembly a fully retracted needle-barrel assembly, a 5ml bd syringe and a needle cover, and a 22ga iag (non-bc) catheter adapter assembly connected to an extension tubing (a separate investigation will be perform for this unit). A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot#: 6210676 regarding item#: 381023. DHR review was performed on the lot number reported. The lot was manufactured and packaged on afa line 11 for the amount of 264,010 ea. Starting on 2aug2016 through 4aug2016. No qn¿s were initiated during production. All challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. Investigation conclusion: no physical-mechanical damage could be observed on any of the components of the unit received. Since no evidence of damage could be found, proceeded to perform the water leak test. No leakage was observed on any of the component of the unit received. Root cause description: the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated in the laboratory. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked after retraction. No serious injury or medical intervention was reported.